Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd879908) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of a patient who made a mistake/touch contamination, did not wear a mask, did not clean the exchange area before starting peritoneal dialysis (pd), and contracted peritonitis coincident with dianeal pd4 ambuflex therapy for pd. During a call with baxter customer service, the patient's nurse reported the following. On an unreported date, the patient made a mistake while performing pd and experienced a touch contamination; the patient also did not wear a mask, and did not clean the exchange area before starting pd. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was admitted to the hospital due to the peritonitis. The treatment for the peritonitis was not reported. The pd nurse reported that the patient was discharged from the hospital on (B)(6) 2011. On an unreported date in 2011, the patient was recovering. The nurse reported that dianeal therapy was ongoing.